Event description:
It was reported that, "physician was implanting adm cup using expandable coupler and the impactor handle then broke during use."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.